Event description:
It was reported that during the procedure, a 8 x 30 mm xact stent was deployed to treat a lesion in the right internal carotid artery. During deployment, the stent jumped forward due to restenotic recoil and did not completely cover the target lesion. A second xact stent was then deployed to successfully cover the target lesion. Post-procedure, the patient experienced a stroke with partial hemianopia. No treatment was provided and the condition continues unchanged. The patient was seen by an ophthalmologist and was diagnosed with central retinal artery occlusion of the right eye. Vision remains unchanged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin. Embolic protection: emboshield nav6. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Factors that may contribute to inaccurate delivery include, but are not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. To ensure this is not a result of a manufacturing deficiency, all xact stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. There was no reported malfunction with the device. The inaccurate delivery was reported to have occurred due to restenotic recoil. The reported patient effects of vasospasm, stroke and visual disturbances are listed in the xact instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents for inaccurate delivery reported for this lot. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency.